Manufacturer narrative:
A ge service representative performed an on site investigation. The generator heaters and the fast stop switch on the table were replaced. The system was tested and operates as intended.

Event description:
The customer reported the 2800 system displayed a heater error 4625 and fast stop switch press error messages. No pt injury was reported.